Event description:
It was reported the unknown tecnis model intraocular lens (iol) was implanted into the patient's operative eye. Patient reported to have adverse effects due to miscalculated toric lenses. The situation has resulted in additional procedures to correct these patients' astigmatism at our expense, a large number of devoted staff hours getting this straightened out, and having these patients' measurements recalculated. Hours of the doctor's time was expended counseling patients on the situation, reviewing their surgical outcomes, reaching out to co-managing providers, and performing corrective procedures. No further information is available. Patient # 1 is being captured in this report. Patient # 2 is being captured in a separate report.

Manufacturer narrative:
Additional information: sections a-2 patient age/date of birth, a-4 patient weight, and a-5 patient ethnicity and race: unknown/asked information unavailable. Section d-1 brand name: unknown as device serial number was not provided, only information provided was toric iol. Section d-4 model number: unknown, as device serial number was not provided, only information provided was toric iol. Section d-4 catalog number: unknown as device serial number was not provided, only information provided was toric iol. Section d-4 device serial number: unknown/asked information unavailable. Section d-4 device expiration date: unknown as device serial number was not provided. Section d-4 UDI number: the unique device identifier (UDI) number is unknown as device serial number was not provided. Section d-6a date implanted: unknown/asked information unavailable, only information provided was (B)(6)the year is unknown. Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information was received providing iol implantation date: (B)(6) 2023. The following fields were updated accordingly: section d-6a date implanted: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.